Event description:
Taxus express2 post market surveillance study. It was reported that the pt experienced acidophilia 5 days following the procedure. The pt underwent an emergency procedure for unstable angina. The index procedure treated the proximal lad (left anterior descending) using a 3.0x24mm taxus express2 drug eluting stent. Acidophilia was confirmed 5 days following the index procedure. The physician reported this event was related to the taxus express2 drug eluting stent, the procedure, and antiplatelets (plavix). No further treatment was performed. The pt was discharged two days following the event on asa and plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.